Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped delivering insulin after a firmware update attempt triggered an alert and dosing cessation, leading to elevated blood glucose with reported capillary blood glucose values up to 421 mg/dl while the patient was also performing a supply change and later missed a meal announcement; the pump was subsequently updated successfully and supply change completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure during update and supply change and a missed meal announcement; no specific component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The patient reported glucose trending down after intervention.